Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: breakage of the handle can occur if excessive pressure is applied to the device during use and/or general handling. The instructions for use state that the device is reusable if the device integrity is intact. The reusability of a device depends largely on the care of the device by the user. Factors involved in prolonging the life of the soehendra lithotriptor handle include, but are not limited to thorough cleaning following each use of the device. It is unknown how many times the affected device had been used prior to this occurrence. The instructions for use include the following directive: during cleaning, inspect the integrity and function of the device to determine advisability of reuse. If kinks, bends or breaks exist, the user is instructed not to use the handle. Prior to distribution, all soehendra lithotriptor handles undergo a visual and functional inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
The physician used a cook endoscopy soehendra lithotripsy handle with an extraction basket to mechanically fracture a stone. During use, the soehendra lithotripsy handle broke. The handle was removed from the basket wires, leaving the impacted extraction basket in the patient. The information provided indicated that the patient underwent endoscopic treatment equivalent to surgery to remove the impacted basket. Several attempts were made in an attempt to collect additional information regarding adverse effects to the patient as a result of this occurrence. This information was not provided.